Manufacturer narrative:
Imprecision data provided by end-user: 1st inr: 2.9, 2nd inr: 1.3, 3rd inr: 2.6, mean: 2.27, sd: 0.85, %cv: 37.52. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Additional in-house investigation could not be performed because no strip lot info was provided by the customer. Per general description of complaint, customer had difficulty obtaining enough blood sample for tests. Customer was also milking the finger and having trouble getting blood onto the right part of the strip. Improper sampling technique could have contributed to the inaccurate inr results. Pt also has hypothyroidism and was taking aspirin and other medications. Per product user guide, certain over-the-counter drugs and prescription medications could affect coagulation testing and lead to inaccurate inr results. Root cause of complaint could not be determined from the info provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (pt's daughter) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inr: 2.9, 1.3; 2.6.